Manufacturer narrative:
Stn# 102707. The complaint was referred after the expiration of the product; therefore, no additional serological testing was performed. The presence of the fyb antigen was verified through lot release records. The customer did not return product or sample for investigation.

Event description:
Customer reported unexpected negative reactions with cell #4, heterozygous fyb cell, of panocell-20, when tested with immucor and ortho anti-fyb antisera. Repeat testing performed with the same antisera using cell #6, heterozygous fyb cell, resulted in positive reactions (2+). Issue occurred when using cells as positive control to perform qc on the antisera.